Event description:
It was reported that during a pre-use check, the customer noticed the infusion route was occluded. No patient injury was reported.

Manufacturer narrative:
Two samples were received in used conditions. No damage was detected in visual inspection. When measuring the cuffs, the percentage for the symmetry was for sample 1: 33.33% and for sample 2: 37.83% these results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 operator of device is unknown.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).